Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturing representative that they noticed some symptom improvement, but was still having issues noting it was hard to tell where the improvement was due to a urinary tract infection (uti). The patient saw their healthcare provider regarding the uti and was placed on medication. The event was ongoing. It was noted the patient had their 12th session on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of the uti was unknown. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.